Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18410. The pt reported she has not charged her ipg in 8 months and the ipg is now inoperable. The pt indicated the scs system did not provide effective stimulation and she is going to consult with her physician.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.